Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the device misfired and the clips did not form properly. Another device was used to complete the case. There were no consequences to the pt.